Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d366 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated for the investigation of drive tube leak/break. This assessment is based on information available at the time of the investigation. The analysis of the returned photos and kit is still in progress. A supplemental report will be filed when the analysis of the photos and kit is complete. (B)(4)

Event description:
The customer called to report a drive tube leak at approximately 175ml of whole blood processed. The customer stated that there were no alarms before or during the drive tube break. The customer reported that as soon as they heard the loud sound, the patient's access was clamped, the instrument was shut off, and the patient was disconnected with no blood/products returned to the patient. The customer stated that the patient had a fluid balance of -175ml and was stable. The customer reported that no medical intervention was required at the time. The customer stated that they did not take any patient vitals post drive tube leak. The customer reported that their biomed will perform any required service. On (B)(6) 2016, technical services called the customer's biomed and confirmed that the necessary cleanup was completed. They also confirmed that there was no need for any replacement parts or for field service to be dispatched. The kit and photos were returned for investigation.

Manufacturer narrative:
The kit was returned for analysis. The complaint was confirmed upon observation of the drive tube. The dried blood found on the drive tube was the result of a leak within the drive tube. The analysis determined that the, most likely, root cause of the leak was that the upper bearing stop delaminated from the drive tube shaft which allowed the upper drive tube to twist and break. The leak occurred at the site where the drive tube had twisted. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. (B)(4).